Event description:
Information was received from user facility via a manufacturer representative regarding a extender, reducer used for adolescent idio pathic scoliosis (ais) therapy. It was reported that the extender was not locking in place and the reducer was coming out of place from the extender. The reducer was not locking properly on its own. Products had been used in prior procedure/ surgery. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # (B)(4): part # 5485901, lot # rs13c029 visual and optical inspection confirmed the gripper tabs at the tip of the extender have been worn down. The wear to the tabs appears to be from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.